Manufacturer narrative:
Event date is estimated. It was reported to abbott, a patient¿s entire system was explanted due to lack of efficacy. There were no complications. The results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patients scs system was not providing adequate relief. Surgical intervention was undertaken on (B)(6) 2023 wherein the patients scs system was explanted.